Event description:
Customer reported that the system stopped screening during procedure. System would not screen frontal or lateral. Apparently, no error messages on screen.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.